Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4)l event occurred in the united states. It was reported that the patient faced an event of infusion set tubing was kinked on 01-oct-2024. The blood glucose level was 266 mg/dl at the time of event. The patient replaced supplies as necessary and resume insulin deliveries successfully. No further information was available.